Event description:
It was reported that while the sales rep sample was at the MFR for routine maintenance, the device ran without being activated. There was no pt involvement or adverse consequences related to this event.

Manufacturer narrative:
The e-box failed due to the motor fet being stuck which resulted in a slow, weak run on for less than 3 seconds after the trigger is released. The device was repaired and returned to the sales rep's sample.